Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level went from 240 mg/dl to 500 mg/dl. The customer treated with a shot. The customer also woke up with blood glucose levels of 40 mg/dl and 50 mg/dl. At times his blood glucose level was over 600 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.